Event description:
A surgeon reported several pts who experienced postoperative inflammation and tass (toxic anterior segment syndrome) one to two months following intraocular surgery. The nurse at the facility reported the cause of the events is unk. Additional info has been requested.

Manufacturer narrative:
A sample was not returned for eval. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The lot specific to this event is not known; therefore, lot history and device history record review not possible. The root cause could not be determined. (B)(4).